Manufacturer narrative:
As reported, fluid leakage was noted inside of the bard/davol hydrosurg plus battery compartment during the case. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, it was noted that the bard/davol hydro-surg irrigation device leaked irrigation fluid from battery compartment. It was reported that another bard/davol hydro-surg device from a different lot to complete the case with no reported issue. There was no reported patient injury.